Manufacturer narrative:
Lead model 3987a lot# n268651 implanted: (B)(6) 2011 explanted: na, lead model 3987a lot# n174771 implanted: (B)(6) 2011 explanted: na, extension model 3708340 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 3708340 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, accessory model 37092 lot# 254640001, programmer model 37743 serial# (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation and stimulation in the wrong location. He turned his stimulation off two weeks ago after he felt shocking on his left side that "fried him." The patient wanted to be programmed the way he was originally. He had tried all three of his programs that were available and none of them helped him. Additional information received reported that the patient was reprogrammed. He planned to take a couple of days to gauge the efficacy of the new program.